Event description:
This notification was opened for review due to an allegation a ventilator failed to display the tidal volume and leak values. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor tube was found to be damaged. The device's flow sensor assembly need to be replaced to address the issue.